Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter at the first firing of distal pancreatectomy, they connected reload to the handle. The surgeon fully fired the device, then tried to remove the cartridge from the tissue, however the reinforcement material stayed on the tissue. The surgeon also noted the stapling was incomplete at the distal end. The surgeon cuts the reinforcement material then removed the cartridge from the tissue. The sales rep checked the cartridge in question and noted u-formed staples still stayed at the distal end of the cartridge and staple pushers of that site were not fully pushed up. The surgeon also noted the anchoring suture still engaged to the cartridge. At the distal end of the cartridge did not clamp the tissue, the u-formed staples caused no damage to the patient and the tissue. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned product noted that the pushers were all fired, but the sled was not fully advanced. The jaws were open. The distal sutures on both the anvil and cartridge were still anchored. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The sutures at the distal end of the reload were released. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the unreleased sutures may occur if the firing sequence is not completed. In this situation, the internal hinges which release the sutures may not engage fully and reinforcement material may not deploy properly. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.